Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the bottom of the cartridge leaked. Reportedly, the cartridge was filled with "the full 3 ml". The customer's blood glucose (bg) level was 459 mg/dl. The customer was hospitalized on (B)(6) 2017 with diabetic ketoacidosis, vomiting, and a bg level of approximately 560 mg/dl. The customer was treated with intravenous insulin and fluids. Reportedly, the customer was on manual injections while hospitalized. The customer reported a bg level of 306 mg/dl. A follow up with the customer confirmed that the customer was released from the hospital on either (B)(6) 2017 as the customer was unsure which date. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
Review of t:connect pump data on (B)(6) 2017 showed that the customer inadvertently overfilled the cartridge with approximately 318 units. Per tandem¿s t:slim g4 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ investigation for the leaking cartridge could not be completed as the cartridge was not returned. Functional testing was performed and no failure was identified related to the reported issue.